Event description:
It was reported that four to six weeks after the intraocular lens (iol) was implanted, the patient experienced intolerable dysphotopsia. An explant was planned for (B)(6), 2023. No medical or surgical intervention has performed yet. Additional information was received that reported that the explant was successfully performed on (B)(6), 2023. Another johnson and johnson iol was implanted as replacement (eyhance iol). There was no patient injury and no additional medical or surgical intervention was required. The patient outcome is good. The implant date was a few months prior to the explant date (exact date of implant is unknown). The patient's symptoms of dysphotopsia/visual disturbance started a few months prior to the explant date and the patient requested the lens to be explanted due to the symptoms. No further information is available.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is four to six weeks/a few months prior to (B)(6) 2023. Section d6a: if implanted; give date: unknown, information was requested but not provided. The best estimate date is a few months prior to (B)(6) 2023. Attempts were made to obtain the missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received in an unknown aqueous solution. The lens was cleaned and, no further product evaluation could be performed. The complaint issues could not be confirmed during product evaluation, and no issues were identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.